Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 495 mg/dl. The customer had symptoms such as irritation and discomfort. Customer treated with the insulin pump. Customer's blood glucose value was 405 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer stated there was blood in the cannula. Troubleshooting was performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis. However, the infusion set was returned for analysis.